Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc on or about (B)(6) 2008 to treat stress urinary incontinence and pelvic organ prolapse. Plaintiff's attorney alleged plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, additional surgeries, continual bladder and urethra infections, and other injuries. Plaintiff's attorney also alleged plaintiff experienced severe mental and physical pain and suffering, suffered debilitating and permanent injuries, hardening, worsening dyspareunia, and recurrent incontinence.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.